Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device was recording bolus on its own. Customer's blood glucose was 1.1 mmol/l. Customer's sensor glucose was 6.1 mmol/l. Sensor did not suspend the device. During troubleshooting, customer mentioned there was a 33.3 mmol/l bolus entered when customer did not recall entering it. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device communicated properly with guardian link and glucose sensor simulator. No unexpected sensor anomaly noted. Device had minor scratched lcd window.